Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: on (B)(6) 2020 at 1710: alaris primary tubing disconnected just below drip chamber. This event of tubing separation was the result of this device. Pump not involved in event. No additional products in use.

Manufacturer narrative:
It was reported the primary tubing disconnected just below drip chamber. Received from the customer was one used primed set model 2426-0500 lot 20043186 (with its packaging pouch). During visual inspection, it was noted that the tubing p/n tc10012940 was completely separated from the drip chamber p/n 630-00363 outlet port. Fluid was observed leaking from the separation. Inspection under magnification noted that both sides of the tubing had insufficient solvent applied at the engagement during the manufacturing process. A gap was also observed, indicating that the expected tubing was not fully inserted. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. No functional testing of the returned set was deemed unnecessary due to a separation. A dimensional analysis was performed on the inner diameter (ID) tubing p/n tc10012940. In order to conduct dimensional testing a small portion of the tubing was cut in three different sections near the affected area (tubing to drip chamber outlet port) on set received. The specification for the ID diameter tubing is 0.107¿ inches. The tubing measured to be within specification at 0.107¿ for set received. Equipment used (measurement and testing performed on 11-sep-20). Ram optical instrumentation/eq08204/calibration due date 5-feb-2021. Device history record for model 2426-0500 lot 20043186 shows that the set was manufactured on 9 april 2020 with a total of (B)(4). There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The customer¿s complaint of tubing separated below the drip chamber was confirmed upon visual inspection. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. The issue of leaking tubing set inlet or outlet port is also currently being addressed under a corrective action (tw CAPA (B)(4)). Although the corrective actions were implemented prior to the manufacturing of this lot 20043186, the CAPA was closed as "effective" in mitigating this defect and will continue to be monitored for an increase in frequency. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: (B)(6) 2020 at 1710: alaris primary tubing disconnected just below drip chamber. This event of tubing separation was the result of this device. Pump not involved in event. No additional products in use.